Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to tissue injury. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) greater than or equal to grade 3+. One mitraclip (cds0601-xtr 80731u157) was implanted at the a2/p2 region without a device issue, reducing the mr to grade 0. Reportedly, there were no issues noted during the procedure. On (B)(6) 2018, the mr was grade 1+. On (B)(6) 2018, the patient returned for a follow-up visit. Per imaging, a regurgitant jet graded 3+ was observed around the previously implanted clip. The previously implanted clip arm on the posterior leaflet went through a perforation; however, it had not ripped through the entire leaflet. The perforation caused significant mr. A new jet was observed next to the previously implanted clip, reportedly unrelated to the clip. There was no single leaflet device attachment and no clip embolism and no clip movement. That same day and as treatment, a second mitraclip was implanted medial to the previously implanted clip without reported issue. This clip was implanted to treat the regurgitant jet and to stabilize the initial clip. Reportedly, the initial clip had remained stable on the leaflets. The mr was reduced to a grade of 1-2. The perforation was left untreated. No additional information was provide regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filed medwatch report, the additional information was received: on (B)(6) 2018, a follow-up echocardiogram was performed and increased mitral regurgitation grade 3+ was observed.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported worsening mr was a result of the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.